Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home, but the customer was hospitalized on (B)(6) 2019. The cause of death was low blood glucose that led to brain injury. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The correction of summary notes regarding cause. The correct information has been provided with this report. (B)(4).

Event description:
The caller stated the customer's passing was due to a prolonged low blood glucose that no one knew about. The caller stated the passing was caused by his attentiveness and was not insulin pump related. The customer was found unresponsive and unconscious at home and never regained consciousness.